Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal for their CPAP device. The patient alleges to have lung cancer. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. A user contacted the manufacturer regarding the sound abatement foam correction/removal for their CPAP device. The patient alleges to have lung cancer. There was no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During investigation, observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Unknown contaminate was observed inside the ui panel. Liquid ingress was observed on the p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.